Event description:
Note: this report pertains to one of four events that occurred during the same procedure. Refer to manufacturer report numbers 3005099803-2009-06182, 3005099803-2009-06183, and 3005099803-2009-06184 for the associated device reports. It was reported to boston scientific corporation on (B)(6), 2009, that four resolution clip devices were used during a clipping procedure performed on (B)(6), 2009. According to the complainant, the physician removed a polyp and closed the ileocecal valve with a snare. The lesion started bleeding with clipping. The assistant used the first clip without any problems. The physician pushed another clip through the coloscope without any problems until the sheath was coming out of the distal end of the endoscope. The assistant tried to push the clip out of the sheath, but failed. The physician straightened the distal end of the endoscope and attempted again to get the clip out of the sheath, but was unsuccessful. The physician repeated the procedure with three add'l clips from the same lot as the first clip and had the same issue. A new clip from a different lot was used successfully. The physician was able to close the lesion with three clips from a new lot number. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant indicated that the device has disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).